Event description:
It was reported that pump experienced malfunction after exposure to extreme temperature while customer was at beach, with malfunction code 16 displayed and issue not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.